Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 600 mg/dl. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.